Event description:
It was reported that noise was observed. A set screw issue was suspected because the device was a recent implant. The physician elected to reprogram the device.

Manufacturer narrative:
No medwatch form was received.